Event description:
It was reported that while unpacking a segura basket that the outside box was not damaged; however, the pouch was "torn". The device was not used in the procedure and did not come into contact with the patient. The procedure was completed with another of the same device.